Manufacturer narrative:
Physio-control evaluated the device and observed the reported problem and the battery was not being charged. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during routine testing. The customer reported that the ac mains light is out. There was no patient associated with the report.